Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a right internal jugular vein long-term catheter placement on (B)(6) 2025, due to hypoproteinemia and heart failure. On the day of the event, a crack was detected in the external connector of the catheter venous (blue), which could lead to blood leakage, fluid leakage, and infection. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No excessive forced use on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. The intervention required the external connector to be replaced before dialysis could be continued, thereby increasing the risk of infection and imposing additional financial burden on the patient. No blood loss, and blood transfusion was not required. There was no reported patient injury.